Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, there was 3rd degree burn with the size of one arm on the patient's back. It was being treated with burn ointment.

Manufacturer narrative:
Evaluation summary: no product was received. Without the sample a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the sample is returned, we will re-open this investigation. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.